Event description:
It was reported that the customer received an unexpected restart alarm. It was also reported that the customer's insulin pump had a blank display. Customer's blood glucose levels at the time 245mg/dl. Troubleshooting was declined. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint on the interface board. Unable to test for a21 alarm due to blank display. The insulin pump has broken reservoir tube lip, minor scratched display window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)